Event description:
Reportedly, on 26 september 2023, the message 'no signal' was displayed on the smartview connect screen, despite several troubleshooting attempts. On 29 september 2023, the issue was still there. On 13 october 2023, the smartview connect was replaced.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, on 26 september 2023, the message 'no signal' was displayed on the smartview connect screen, despite several troubleshooting attempts. On 29 september 2023, the issue was still there. On 13 october 2023, the smartview connect was replaced.